Event description:
It was reported during a bph procedure that ¿fiber began firing from the tip (end fire)¿ at 1,068 joules and 34 seconds of use. The procedure was completed with a second fiber. Patient outcome ¿ok¿ reported. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber. (B)(4).